Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and observed that the device is locking up during the boot up process and not completing the boot up. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that they were using this device to monitor a patient and the device unexpectedly powered itself off and back on while taking a 12-lead. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control determined that the cause of the reported issue was due to the device's system pcb assembly. At this time, the device cannot be repaired due to part obsolescence. The customer has received a loaner until a permanent solution for this complaint is identified.

Event description:
The customer contacted physio-control to report that they were using this device to monitor a patient and the device unexpectedly powered itself off and back on while taking a 12-lead. There were no reports of any adverse effects to the patient as a result of the reported issue.